Manufacturer narrative:
B3: event date is unknown. Radiographic image review performed by dr hoit and the review comments are as per below: 1.ap x-ray possible t12 corpectomy, tends difficult to count, posterior screw augmentation t10-l1 2.magnified ap xray of construct, may be a slight angulation of superior endplate cap in 1 compared to 2 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for rupture fracture. It was reported that the centerpiece, which has an 8° circumference, moved postoperatively, resulting in an angle. There was no patient symptoms reported. There were no further complications reported regarding the event. Additional information was received from the manufacturer representative that there was no plan for re-surgery because the bone is already fixed. Additional information was received from the manufacturer representative that there was no malfunction against endcap's.